Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) was found broken. Functional testing was unable to be performed due to the receiver not turning on and booting up. The receiver case was opened for further evaluation. The interior inspection failed and found a cracked battery. The battery was tested and was verified a root cause of a defective battery. The reported event of no audio output was confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output patient experienced on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were not functional on high alert mode. However, device was audible on low alert mode.

Manufacturer narrative:
(B)(4).